Event description:
Clinic notes received on (B)(6) 2012 and dated (B)(6) 2012 reported that the patient had experienced an increase in seizure frequency over the past 2-4 weeks. It was indicated that the patient was asking for magnet activations nearly daily and was not to have significant behavioral changes as well. The patient's settings were provided and it was indicated that the generator was not showing signs of end of service; however the physician felt that the generator may be nearing end of service due to the length of implant. The patient has been referred for revision and the settings were adjusted. Surgery is likely but has not occurred to date. No additional information is known at this time.

Event description:
Additional information was attained that the patient was referred for surgery because, while her device indicated normal diagnostics and no 'eol' battery status, the patient's increase in seizures was above baseline. The patient had their generator replaced and thus far it has not been returned for analysis.